Manufacturer narrative:
Product analysis: analysis was able to confirm that errors were found in the software history. It was noted that the d key from the keyboard keypad was torn out. Software was re-installed and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer freezes. The programmer was returned for service. No patient complications have been reported as a result of this event.